Event description:
Customer called to complain of getting incorrect readings. Troubleshooting by phone revealed that the calibration standard strip was reading out of range, 71 with a range of 76-102. Product was replaced and the problem product returned for investigation.